Manufacturer narrative:
On (B)(6) 2020:the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of explantation updated to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on september 4 2020: during a visual evaluation no apparent damage or visual anomalies were observed on the returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor memorygel 300cc silicone breast implants which the unknown side had issue with hematoma after implantation. The issue was confirmed by the physician via ultrasound. As a result patient had the implant removed and replaced with another implant on (B)(6) 2020.